Manufacturer narrative:
The reporter's strips were returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 44, 45, and 45 mg/dl, level 2 ¿ 308, 309, and 303 mg/dl. All returned results are within acceptable range. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips were requested for investigation. The customer returned the test strips. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on two accu-chek inform ii meters with serial numbers (B)(4). The reporter does not know which meter serial number produced the following results: the patient was not feeling well around 10:03 p.m. And was tested with a result from the meter of 44 mg/dl. At approximately 10:03 p.m. The patient was given juice. At 10:14 p.m. The result from the meter was 125 mg/dl. At 11:26 p.m. The result from the meter was 65 mg/dl. On (B)(6) 2020 at 3:14 a.m. The result from the meter was 473 mg/dl. At 3:17 a.m. The result from the meter was 117 mg/dl. The reporter stated the patient is fine; no adverse event occurred due to the meter results.